Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that one day post implant, there was no pacing and both lead impedances were >2500 ohms. There were no consequences to the patient.